Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the contrast, up and ok buttons exhibit intermittent/delayed response. There was no visible damage to the keypad. The keypad was removed and buttons inspected and adhesive contamination of contrast, up and ok buttons was noted. The bolus button was unresponsive. The rubber bolus button cover was removed and contamination on surface of switch was noted. The pump was opened and bolus button disassembled and adhesive contamination was observed on internal switch contacts. Unrelated to this complaint, the display was pink and dim. The display was removed and substituted with a known functional one and the contrast then returned to normal.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the ok button takes several button presses to achieve a response (intermittently). There are reportedly no rips or tears in the keypad. The pump is worn attached to a belt and not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved,